Manufacturer narrative:
Qn# (B)(4).

Event description:
Customer reported that hub of the catheter is separating from the lumen. The device was replaced.

Manufacturer narrative:
(B)(4). The customer report of luer hub/extension line separation was confirmed by examination of the customer supplied photo. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. The IFU provided with this kit instructs the user, "use only securely tightened luer-lock connections with any central venous access device to guard against inadvertent disconnection" teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reported that hub of the catheter is separating from the lumen.the device was replaced.